Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that approximately 3 weeks prior to the report, she fell and hit her rib cage. The health care provider did an x-ray of the leads and everything looked good. The patient is getting pain relief in her legs, but not much in her lower back. The patient indicated that she was getting very little relief in her lower back prior to the fall; however, it feels like it got worse after the fall. An impedance check showed that all impedances were within normal limits. The manufacturer representative was able to reprogram the patient to get more low back coverage. The issue was resolved at the time of the report.